Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they were in agony because their back pain was back which started ¿furiously angry¿ on (B)(6), but they weren¿t sure if it started before this. According to the consumer they weren¿t aware when it started because it started slowly and they were focused on something else, but thought it started a couple of days ago. During the call the patient programmer (pp) was used to check the device which showed stimulation was off. Following this stimulation was turned on to program d at 1.20 volts and then increased to 1.50 volts resolving the issue and the consumer stating they ¿thought that felt better.¿ a follow-up appointment was scheduled with the healthcare provider (hcp) for (B)(6).